Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtm) due to errors 23 and 30. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The left mtm was analyzed and the 23 error and 30 error were found indicating connection embedded serializer in master base (esmb), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon side console fixture test platform (sftp) where it passed all test. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that esmb printed circuit assembly (pca) and main wire harness were found to be the potential root cause of the reported event.

Event description:
It was reported that after a da vinci assisted surgical procedure, errors 23 and 30 appeared on the surgeon side console (ssc) left master tool manipulators (mtm). The caller tried to reboot the system with hard power cycle, but the issue persist. The procedure was completed with no reported injury.